Manufacturer narrative:
The device was returned to the authorized repair center for evaluation. An evaluation was completed and an issue with the ccd was identified. The ccd was replaced and scope was returned to service.

Event description:
During a procedure, all images turned blue during angulation. The anatomy was not visible when the hue of the image changed to blue. There was no reported consequence to the patient.